Event description:
It was reported that during the implantation and expansion, the port in the capri internal expansion tower was stripped and the tower could not expand. The implant was taken out of the body and another capri internal expansion tower was used to successfully complete the procedure with a surgical delay of 20 minutes and no adverse consequence to the patient.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that during the implantation and expansion, the port in the capri internal expansion tower was stripped and the tower could not expand. The implant was taken out of the body and another capri internal expansion tower was used to successfully complete the procedure with a surgical delay of 20 minutes and no adverse consequence to the patient.